Event description:
Info received indicates the administration set had a pin prick hole in the opaque section of the tubing and leaked the drug (ivig). No pt info was available.

Manufacturer narrative:
The leak was confirmed by testing the set with pressurized air. The mfg site is reviewing the assembly process. A follow up report will be sent when more info is available.